Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, on the extraperitoneal, the device appeared to have a hole in the balloon and would not inflate. Another device was opened to complete the case. There was no patient injury.